Event description:
It was reported that a patient with this inflatable penile prosthesis presented with infection. A revision surgery was performed in which physician explanted the device. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring previous to 05/01/2025.

Event description:
It was reported that a patient with a penile prosthesis device. Presented with infection. A revision surgery was performed in which physician explanted the device. Additional information received clarified the penile prosthesis device was not a boston scientific device. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 01/01/2025 was used as an estimate, based on the reported onset occurring previous to 05/01/2025. Following a thorough review of the available information via good faith efforts, it has been confirmed that the prosthesis involved in this case was not a bsci device. As such, the complaint no longer meets the criteria for reportability under current regulatory guidelines. No additional product-related information is available at this time.